Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket d1 in the full height drawer displayed a ¿requires maintenance¿ message. A field service engineer shut down the station, and the back panel was removed to access the internal components. Drawer 5 was manually opened, and the row board cable was reconnected to the cubie trays. After completing the reconnection, the drawer was closed, and the back panel was secured. The station was then powered back on. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, full height cubie pocket d1 from drawer 5 (main) was failed and required maintenance. The customer reported there was a delay in dispensing medications to the patient and the medication was subsequently obtained from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, full height cubie pocket d1 from drawer 5 (main) was failed and required maintenance. The customer reported there was a delay in dispensing medications to the patient and the medication was subsequently obtained from pharmacy. There were no adverse events or injuries reported based on this event.